Event description:
The user facility reported that a patient was escalated to the impella 5.5. During 5.5 support it was noted that the impella was in good position wire was removed and impella started. Then the patient went into ventricular fibrillation and shocked twice. Additionally the patient was taken back to interventional radiology for coil x 2 to right and mid hep colon unrelated to impella, however in ir patient received 4 packed red blood cells (prbc), patient began running into constant suction alarms, stat echocardiogram (echo) performed impella seen to be directed towards mitral valve, impella repositioned under echo with surgeon, one more prbc to be given, ivc measurement 1.5cm, heparin esd on hold until bleeding resolved, surgeon to start systemic anticoagulation. The patient continued on support and the 5.5 was successfully weaned and explanted.

Manufacturer narrative:
The impella device has not been received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: e4. The investigation of the reported failure mode has been completed. No product was received for evaluation. Ventricular fibrillation: the root cause of the injury was unable to be determined due to insufficient clinical details. Major bleed: the cause of the major bleed was not determined due to insufficient clinical details. Pump suction: after reviewing logs, multiple suction alarms were noted. The cause of pump flow cannot be determined since insufficient clinical details were provided. Device history review: the device passed all the post sterile inspection checks.